Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in a laparoscopic assisted distal gastrectomy, the reported product was used during resection of the duodenum, but the opening of the jaws was narrow and it was difficult to approach the tissue, so it was replaced with a new product and the device was able to be used without problem. The event occurred during the procedure but the product was not used for patient.